Event description:
It was reported that patient vns showed high impedance. The vns was disabled, and the patient has been referred for x-rays and full revision. No additional information has been received to date. No surgical intervention has occurred to date.

Event description:
It was later reported that patient had a lead revision. The old generator was reused and left in. Only the lead was replaced during surgery. This resolved the high impedance. Suspect product is not available for return, as facility is known to discard explanted products. No additional information has been received to date.